Manufacturer narrative:
Two devices were returned and evaluated. The evaluation results are as follows: result for device #1: the complaint about the hyperglycemia event is confirmed. A large air bubble was observed in the medicinal vial, this could contribute to a hyperglycemia reading. The complaint about the device fell off is confirmed. The device was returned with a plastic like film over the needle button and housing which this indicates that the patient resorted to a secondary support of adhesion. Result for device #2: the complaint about the hyperglycemia event could not be confirmed. The device showed no abnormalities that could contribute to the reported event. The complaint about the device fell off could not be confirmed. Due to the used condition of the returned device, the original adhesion properties could not be verified.

Event description:
The patient reported that the v-go device fell off while she was taking a shower.